Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined that the cause of the reported issue was due to the therapy connector. Physio replaced the therapy connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During a preventative maintenance (pm) inspection of the customer's device, physio-control observed that the therapy connector was damaged and would not allow the therapy cable to connect to the device. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.